Manufacturer narrative:
Sex: unk; uv-absorbing collamer foldable intraocular lens; patient code= no consequences or impact to patient, labeled. Device code= tear in device, unlabeled. Complaints of this nature are being investigated under iaca m04-04.

Event description:
The surgeon implanted a cc4204bf collamer lens. The lens trailing haptic tore upon insertion into the eye. The lens was removed. No patient injury.